Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument caused tissue burn. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for eval.